Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the distal end. The internal wires are exposed, as a result. Electrical continuity was performed and passed. No thermal damage. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the fenestrated bipolar forceps (part# 407422-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 18-nov-2021 via system serial# (B)(4). There were 9 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections was either unknown, unavailable, not provided, or not applicable. The expiration date in section is not applicable. Field is blank because the product is not implantable. Information for the blank fields in section is unknown. Fields are not applicable.

Event description:
It was reported during a da vinci-assisted hysterectomy (malignant) procedure, the fenestrated bipolar forceps instrument wire was broken. The site replaced the instrument to resolve the issue. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Event description:
It was reported during a da vinci-assisted hysterectomy (malignant) procedure, the fenestrated bipolar forceps instrument wire was broken. The site replaced the instrument to resolve the issue. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of damaged insulation to be related to the customer reported complaint. The instrument was found to have damage of the conductor wire¿s insulation at the distal end. The internal wires are exposed, as a result. Electrical continuity was performed and passed. No thermal damage. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A system log review was performed, but no errors related to this event would exist in the logs. A review of the device logs for the fenestrated bipolar forceps (part# 407422-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps was last used on 18-nov-2021 via system serial# (B)(4). There were 9 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: the instrument had conductor wire damage with no evidence of user mishandling or misuse. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.